Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lumbar pain") and myalgia ("muscle pain in hand, shoulder, neck on right side, left hip and left foot") in a 57-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced myalgia (seriousness criterion medically significant), headache ("headaches"), sinus pain ("sinus pain"), facial pain ("facial pain"), neck pain ("neck pain"), fatigue ("fatigue"), neuralgia ("nerve pain in hand, shoulder, neck on right side, left hip and left foot"), visual impairment ("rapid vision decrease") and hypoacusis ("rapid hearing decrease") and was found to have heart rate increased ("elevated cardiac rhythm"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), arthralgia ("joint pain"), asthenia ("heavy asthenia"), dyspnoea ("dyspnea"), skin lesion ("cutaneous lesions like psorasis") and tinnitus ("tinnitus"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, myalgia, headache, sinus pain, facial pain, neck pain, fatigue, heart rate increased, neuralgia, visual impairment, hypoacusis, migraine, arthralgia, asthenia, dyspnoea, skin lesion and tinnitus outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, dyspnoea, facial pain, fatigue, headache, heart rate increased, hypoacusis, migraine, myalgia, neck pain, neuralgia, sinus pain, skin lesion, tinnitus and visual impairment with essure. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2019: patient´s initial received. New reporters, onset and removal date for essure added. New events extracted: migraines, joint and lumbar pain, heavy asthenia, dyspnea, cutaneous lesions like psorasis and tinnitus no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-dec-2017. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lumbar pain') and myalgia ('muscle pain in hand, shoulder, neck on right side, left hip and left foot') in a 57-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced myalgia (seriousness criterion medically significant), headache ("headaches"), sinus pain ("sinus pain"), facial pain ("facial pain"), neck pain ("neck pain"), fatigue ("fatigue"), neuralgia ("nerve pain in hand, shoulder, neck on right side, left hip and left foot"), visual impairment ("rapid vision decrease") and hypoacusis ("rapid hearing decrease") and was found to have heart rate increased ("elevated cardiac rhythm"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), arthralgia ("joint pain"), asthenia ("heavy asthenia"), dyspnoea ("dyspnea"), dermatitis psoriasiform ("cutaneous lesions like psorasis") and tinnitus ("tinnitus"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, myalgia, headache, sinus pain, facial pain, neck pain, fatigue, heart rate increased, neuralgia, visual impairment, hypoacusis, migraine, arthralgia, asthenia, dyspnoea, dermatitis psoriasiform and tinnitus outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, dermatitis psoriasiform, dyspnoea, facial pain, fatigue, headache, heart rate increased, hypoacusis, migraine, myalgia, neck pain, neuralgia, sinus pain, tinnitus and visual impairment with essure. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(4) 2017. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ("muscle pain in hand, shoulder, neck on right side, left hip and left foot") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2009, the patient experienced myalgia (seriousness criteria medically significant and intervention required), headache ("headaches"), sinus pain ("sinus pain"), facial pain ("facial pain"), neck pain ("neck pain"), fatigue ("fatigue"), heart rate increased ("elevated cardiac rhythm"), neuralgia ("nerve pain in hand, shoulder, neck on right side, left hip and left foot"), visual impairment ("rapid vision decrease") and hypoacusis ("rapid hearing decrease"). At the time of the report, the myalgia, headache, sinus pain, facial pain, neck pain, fatigue, heart rate increased, neuralgia, visual impairment and hypoacusis outcome was unknown. The reporter provided no causality assessment for facial pain, fatigue, headache, heart rate increased, hypoacusis, myalgia, neck pain, neuralgia, sinus pain and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-dec-2017 for the following meddra pt: myalgia: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.